Manufacturer narrative:
Sanofi company comment for follow up dated 01-jun-2022: follow up information received does not change prior case assessment. This case involves a female patient who reported that husband has to help me with everything, I am handicapped, after treatment with synvisc. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. However, further information regarding any family history and any relevant medical history of patient, any concurrent conditions, and underlying indication, would aid in better case assessment.

Event description:
Husband has to help me with everything [loss of personal independence in daily activities]. I am handicapped [handicap]. Minor pain/every step hurts/ worse than I was two days ago/pain is continuous, creating discomfort throughout my body [arthralgia aggravated]. Could feel my knee getting uncomfortable [discomfort in joints]. Nervous [nervous]. Pain is continuous, creating discomfort throughout my body [discomfort bodily]. Can barely walk [difficulty in walking]. Case narrative: initial information was received on 02-may-2022 from canada regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 73 years old female patient who reported that husband has to help me with everything, I am handicapped, minor pain/every step hurts/ worse than I was two days ago/pain is continuous, creating discomfort throughout my body, could feel my knee getting uncomfortable, nervous, and can barely walk after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included joint swelling. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had used synvisc in the past and the effect was immediate and lasted from 8 months to a year. At the time of the event, the patient had ongoing arthralgia and hypertension in (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (16 mg/2ml), via intra-articular route in left knee (batch number: arsp017b; expiry date: 30-sep-2023) (with an unknown unknown dose, frequency, indication). The patient was not sure with her doctor who wanted to inject 3 synvisc injections on the same day into the knee and patient told her there should only be one injection. Left knee, the patient only had received the first of the 3 course injection. The numbing shot itself sent the patient through the roof, her doctor was 85 yrs old and it made her nervous (nervousness), although it was the same doctor that gave the previous 3 injections and those all worked very well. On (B)(6) 2022, after latency of 1 day, the patient could feel my knee getting uncomfortable (musculoskeletal discomfort) and had minor pain (arthralgia, caused disability). The gardening season was coming up, but after this last injection the patient felt almost handicapped, every step hurts. Reportedly, the patient was worse than she was two days ago. The patient could barely walk (gait disturbance) couldn't go shopping. The patient was a very active person, but then the husband has to help me with everything (loss of personal independence in daily activities; disability) because she was handicapped (disability). Reportedly, the pain (arthralgia) started a week after around (B)(6) 2022. On an unknown date in 2022, the pain was continuous, creating discomfort throughout my body (pain, discomfort). The patient didn't want to end up with fibromyalgia. The patient had seen, the fluid must be removed before the injection. Hcp consulted on 31st of may (week after the injection) and told her to ice the knee and to take advil. Patient took advil, used ice and was wearing a leg brace, but nothing seemed to work. The patient was awaiting an appointment with a rheumatologist. Pain was unresolved. Action taken: unknown for all the events. Corrective treatment- took advil, used ice and was wearing a leg brace for arthralgia, could feel my knee getting uncomfortable and not reported for rest of the events. At time of reporting, the outcome was unknown for the event discomfort, can barely walk, husband has to help me with everything and was I am handicapped; not recovered for rest all events product technical complaint (ptc) was initiated with global ptc number (B)(4) on 25-may-2022 for synvisc; batch number; arsp017b and results were pending for the same additional information was received on 24-may-2022 from the patient. Events added for husband has to help me with everything, I am handicapped, pain is continuous, creating discomfort throughout my body and can barely walk. Case updated to serious from non-serious. Clinical course was updated, and text amended accordingly. Additional information was received on 01-jun-2022 from the patient. Start date of injection updated. Batch number and expiry date added. As reported term was updated to minor pain/every step hurts/ worse than I was two days ago/pain is continuous, creating discomfort throughout my body and event was considered as serious due to use of leg brace for the same. Clinical course was updated, and text amended accordingly.

Event description:
Husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled [loss of personal independence in daily activities] mobility is very limited [mobility decreased] minor pain/every step hurts/ worse than I was two days ago/pain is continuous, creating discomfort throughout my body [arthralgia aggravated] could feel my knee getting uncomfortable [discomfort in joints] nervous [nervous] pain is continuous, creating discomfort throughout my body [discomfort bodily] can barely walk [difficulty in walking] case narrative: initial information was received on 02-may-2022 from canada regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 73 years old female patient who reported that husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled, minor pain/every step hurts/ worse than I was two days ago/pain is continuous, creating discomfort throughout my body, could feel my knee getting uncomfortable, nervous, and can barely walk, mobility is very limited after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. This case is linked to: (B)(4). The patient's past medical history included joint swelling. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had used synvisc in the past and the effect was immediate and lasted from 8 months to a year. At the time of the event, the patient had ongoing arthralgia and hypertension in (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (16 mg/2ml), via intra-articular route in left knee (batch number: arsp017b; expiry date: 30-sep-2023) (with an unknown dose, frequency, indication). The patient was not sure with her doctor who wanted to inject 3 synvisc injections on the same day into the knee and patient told her there should only be one injection. Left knee, the patient only had received the first of the 3 course injection. The numbing shot itself sent the patient through the roof, her doctor was 85 yrs old and it made her nervous (nervousness), although it was the same doctor that gave the previous 3 injections and those all worked very well. On (B)(6) 2022, after latency of 1 day, the patient could feel my knee getting uncomfortable (musculoskeletal discomfort) and had minor pain (arthralgia, caused disability). The gardening season was coming up, but after this last injection the patient felt almost handicapped, every step hurts. Reportedly, the patient was worse than she was two days ago. The patient could barely walk (gait disturbance) couldn't go shopping. The patient was a very active person, but then the husband has to help me with everything because she was handicapped (loss of personal independence in daily activities; disability) . Reportedly, the pain (arthralgia) started a week after around (B)(6), 2022. On an unknown date in 2022, the pain was continuous, creating discomfort throughout my body (pain, discomfort). The patient didn't want to end up with fibromyalgia. The patient had seen, the fluid must be removed before the injection. Hcp consulted on (B)(6) (week after the injection) and told her to ice the knee and to take advil. Patient took advil, used ice and was wearing a leg brace, but nothing seemed to work. The patient was awaiting an appointment with a rheumatologist. Pain was unresolved. On an unknown date, after unknown latency, the patient's mobility was very limited (mobility decreased, lead to disability), patient could not travel, could not do daily activities. She was basically disabled (loss of personal independence in daily activities, caused disability). The patient asked for some form of compensation, since she was injured because of product. The patient had to undergo physio. She asked for options, was that too bad for her or did the company compensate patients who have been injured by one of their products. The patient was still experiencing symptoms despite treatment action taken: unknown for all the events corrective treatment- took advil, used ice and was wearing a leg brace for arthralgia, could feel my knee getting uncomfortable, physiotherapy for loss of personal independence in daily activities, mobility decreased and not reported for rest of the events. At time of reporting, the outcome was unknown for the event discomfort, can barely walk, loss of personal independence in daily activities; not recovered for rest all events a product technical complaint (ptc) was initiated with global ptc number 100221895 on 02-may-2022 for synvisc; batch number; arsp017b the status of sample was not available and ptc stated the production and quality control documentation for lot number arsp017b expiration date (2023-09) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot numberarsp017b no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 10jun2022 there are 2 complaints on file for lot number arsp017 and all related sublots. 2 complaints are on file for lot number arsp017b: (1) adverse event report and (1) syringe broken before use (broken syringe glass barrel/finger flange). Sanofi will continue to monitor complaints to determine if a CAPA is required. The final investigation was completed on 26-jul-2022 with summarized conclusion as no assessment possible. Additional information was received on 24-may-2022 from the patient. Events added for husband has to help me with everything, I am handicapped, pain is continuous, creating discomfort throughout my body and can barely walk. Case updated to serious from non-serious. Clinical course was updated, and text amended accordingly. Additional information was received on 01-jun-2022 from the patient. Start date of injection updated. Batch number and expiry date added. As reported term was updated to minor pain/every step hurts/ worse than I was two days ago/pain is continuous, creating discomfort throughout my body and event was considered as serious due to use of leg brace for the same. Clinical course was updated, and text amended accordingly. Additional information was received on 13-jun-2022 from quality department. Gptc number was updated in narrative. Additional information was received on 26-jul-2022 from other healthcare professional from quality department: gptc results were received and added. Text was amended accordingly. Upon internal review on 23-jul-2022, case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) (to be deleted) has been merged in the case (B)(4) (to be retained).

Manufacturer narrative:
Sanofi company comment for follow up dated 23-jul-2022: follow up information received does not change prior case assessment. This case involves a female patient who reported that husband has to help me with everything, I am handicapped/ can't travel and can't do daily activities/was basically disabled, after treatment with synvisc. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. However, further information regarding any family history and any relevant medical history of patient, any concurrent conditions, and underlying indication, would aid in better case assessment.

Manufacturer narrative:
(B)(6) company comment for follow up dated 23-dec-2022: follow up information does not change previous case assessment. This case involves a 73 years old female patient who reported that husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled, mobility is very limited, pseudo-septic arthritis, drainage of the knee was done, and can barely walk after treatment with synvisc. Based on the available information provided regarding this case, causal role of the company suspect product cannot be excluded for the reported events. However, further information regarding any family history and any relevant medical history of patient, any concurrent conditions, and underlying indication, would aid in better case assessment. Also, patient's elderly age is one of the factors which could be considered to have played role for the events.

Event description:
Husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled [loss of personal independence in daily activities] mobility is very limited [mobility decreased] . Can barely walk/could not walk at all for 5 days [difficulty in walking] pseudo-septic arthritis caused by synvisc injection [pseudoseptic arthritis] ([knee effusion], [arthralgia aggravated], [pain in leg], [pain in hip], [radiating pain], [discomfort in joints], [injection site joint pain], [stiff knees], [injection site joint effusion], [arthrocentesis], [pain upon movement]). Pain is continuous, creating discomfort throughout my body [discomfort bodily] stiff with mobility problem [joint range of motion decreased] aching all over body [general body pain]. Could not bear any weight on leg [weight bearing difficulty] sciatica developed in leg and hip [sciatica] . Case narrative: initial information was received on 02-may-2022 from canada regarding an unsolicited valid serious case from a patient this case is linked to (B)(6) (duplicate), (B)(6) (duplicate) this case involves a 73 years old female patient who reported that husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled, mobility is very limited, can barely walk/could not walk at all for 5 days, pseudo-septic arthritis caused by synvisc injection, pain is continuous, creating discomfort throughout my body, stiff with mobility problem, aching all over body, could not bear any weight on leg and sciatica developed in leg and hip after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included joint swelling. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had used synvisc in the past and the effect was immediate and lasted from 8 months to a year. At the time of the event, the patient had ongoing arthralgia, hypertension, musculoskeletal discomfort and joint stiffness. In (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (16 mg/2ml), via intra-articular route in left knee (batch number: arsp017b; expiry date: 30-sep-2023) (with an unknown dose, frequency) for osteoarthritis. The same day immediately after the injection, patient's knee became very painful (injection site joint pain), stiff with mobility problem (joint stiffness), (joint range of motion decreased). Pain in knee when walking (pain). The patient was not sure with her doctor who wanted to inject 3 synvisc injections on the same day into the knee and patient told her there should only be one injection. Left knee, the patient only had received the first of the 3 course injection. The numbing shot itself sent the patient through the roof. Her doctor was 85 years old and it made her nervous, although it was the same doctor that gave the previous 3 injections and those all worked very well. On (B)(6) 2022, after latency of 1 day, the patient could feel her knee getting uncomfortable (musculoskeletal discomfort, caused disability, also medically significant) and had minor pain (arthralgia, caused disability, also medically significant). The gardening season was coming up, but after this last injection the patient felt almost handicapped, every step hurts. Reportedly, the patient was worse than she was two days ago. Sciatica developed in leg and hip (sciatica), stiff with mobility problem (joint range of motion decreased) and suddenly the complainant could not bear any weight on leg (weight bearing difficulty) and went to hospital for tests (onset: (B)(6) 2022; latency: 2 days). The patient could barely walk and could not walk at all for 5 days (onset: 2022; latency: unknown; gait disturbance, caused disability) couldn't go shopping. The patient was a very active person, but then the husband had to help her with everything because she was handicapped (loss of personal independence in daily activities; disability). Also, an unknown date in (B)(6) 2022, after unknown latency, soon after the injection, she started having pain in the left leg (pain in extremity, caused disability, also medically significant) and left hip then it spread onto the right hip and all over body (arthralgia, pain, caused disability, also medically significant). Reportedly, the pain (arthralgia) started a week after around (B)(6), 2022. Pain spread to other hip and then aching all over body (pain) (onset and latency: unknown). Since injection: still pain in knee varying in severity (injection site joint pain). The patient was in possession of the complaint sample and had agreed to providing sanofi with the sample. On an unknown date in 2022, the pain was continuous, creating discomfort throughout her body (discomfort). The patient didn't want to end up with fibromyalgia. The patient had seen, the fluid must be removed before the injection. Hcp consulted on (B)(6) (week after the injection) and told her to ice the knee and to take advil. Patient took advil, used ice and was wearing a leg brace, but nothing seemed to work. The patient was awaiting an appointment with a rheumatologist. Pain was unresolved. On an unknown date, after unknown latency, the patient's mobility was very limited (mobility decreased, lead to disability), patient could not travel, could not do daily activities. She was basically disabled (loss of personal independence in daily activities, caused disability). The patient asked for some form of compensation, since she was injured because of product. The patient had to undergo physio. She asked for options, was that too bad for her or did the company compensate patients who have been injured by one of their products. The patient was still experiencing symptoms despite treatment. On (B)(6) 2022, after 1 month 13 days, a rheumatologist whom the patient saw drained the knee (aspiration joint and injection site joint effusion) and on the same day ((B)(6) 2022), drainage of the knee was done (medically significant, latency: 1 month 13 days) (joint effusion, caused disability, also medically significant). Around (B)(6) 2022, after latency of 1 month 20 days, she was diagnosed with pseudo-septic arthritis caused by synvisc injection (arthritis, caused disability, also medically significant) by the rheumatologist. Soon after, she started having pain in the left leg and left hip then it spread onto the right hip and all over body. Corrective treatments were massage, physiotherapy, and cbd (cannabidiol). She mentioned having done a platelet rich plasma procedure on the (B)(6) 2022 and may have to return for another one if pain persists. Patient had been doing physio exercises which has improved the pain to the point where it was almost entirely resolved. She mentioned her hips still ache in the morning (sometimes being the reason she wakes up) but once she moves around it would get better. She still took cbd to calm the hip pain. Action taken: unknown for all the events. Corrective treatment- platelet rich plasma procedure, massage, physiotherapy, and cbd (cannabidiol), took advil, used ice and was wearing a leg brace for pseudoseptic arthritis, physiotherapy for loss of personal independence in daily activities, mobility decreased and not reported for rest of the events. Outcome: unknown for pain is continuous, creating discomfort throughout my body, can barely walk/could not walk at all for 5 days, stiff with mobility problem, aching all over body, could not bear any weight on leg and sciatica developed in leg and hip; not recovered / not resolved for husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled, mobility is very limited, pseudo-septic arthritis caused by synvisc injection a product technical complaint (ptc) was initiated with global ptc number (B)(4) on 02-may-2022 for synvisc; batch number; arsp017b. The status of sample was not available and ptc stated the production and quality control documentation for lot number arsp017b expiration date (2023-09) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot numberarsp017b no CAPA (corrective and preventive action) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 10jun2022 there are 2 complaints on file for lot number arsp017 and all related sublots. 2 complaints are on file for lot number arsp017b: (1) adverse event report and (1) syringe broken before use (broken syringe glass barrel/finger flange). Sanofi will continue to monitor complaints to determine if a CAPA is required. The final investigation was completed on 26-jul-2022 with summarized conclusion as no assessment possible. A product technical complaint (ptc) was initiated on 28-jul-2022 for synvisc (lot/batch number: arsp017b, expiry: 30-sep-2023) with global ptc number: (B)(4). The status of sample was not available and ptc stated the production and quality control documentation for lot number arsp017b expiration date (2023-09) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot numberarsp017b no CAPA was required. As of 30-aug-2022 there are 6 complaints on file for lot number arsp017 and all related sublots. 6 complaints are on file for lot number arsp017b: (5) adverse event report and (1) syringe broken before use. Sanofi will continue to monitor complaints to determine if a CAPA was required. Reopened to add below ae rate comparison for lot# arsp017-dp 04oct2022 lots distributed to lot# arsp017=20,000, arsp017a=3249, arsp017b=1500 the ae rate for the lot arsp017=0.020% arsp017z was filled using the same bulk as the arsp017 lots distributed to lots arsp017z=4533, arsp017za=2100, arsp017zb=15570. There were no reported aes for arsp017z or its related sublots based on the manufacturing complaints received at ae rate for 2020=0.043% and 2021=0.059%. (B)(6) continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. 2022-08-26, hb: the correct lot number: arsp017b has been received from health canada on 2022-08-25. The investigation leader has been informed by e-mail on 2022-08-26, therefore the lot number has not been updated yet in the investigation record. On 2022-08-25, (B)(6) informed canada country quality that the complaint sample is available. Therefore the complaint status has been updated from "not available" to "requested & awaited" and qa coordination will attempt to retrieve the sample for examination. 2022-08-03 il: lot number and additional info requested the lot 962325 that was reported is not a valid lot number according to the manufacturing site and has been changed to unknown. The cqh was asked to contact health canada in order to obtain more info on the complaint, such as: the patient's name in order to correlate this complaint with another similar complaint (B)(4) received last may, get a valid lot number, and find out if the sample was available for investigation. Reopened to add below ae rate comparison for lot# arsp017 - dp 04oct2022 lots distributed for lot# arsp017 =20,000 arsp017a = 3249 arsp017b = 1500. The ae rate for the lot arsp017 = 0.020% arsp017z was filled using the same bulk as the arsp017. Lot distributed for the lots arsp017z = 4533 arsp017za = 2100 arsp017zb = 15570 there were no reported aes for arsp017z or its related sublots. Based on manufacturing complaints received at ridgefield the ae rate for 2020 = 0.043% and 2021 = 0.059% (B)(6) continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety the final investigation was completed on 23-dec-2022 with summarized conclusion as no assessment possible. A product technical complaint (ptc) was initiated on 04-aug-2022 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available. Complaint was set in process. The complaint (B)(4) had been canceled for the following reason: duplicate complaint additional information was received on 24-may-2022 from the patient. Events added for husband has to help me with everything, I am handicapped, pain is continuous, creating discomfort throughout my body and can barely walk. Case updated to serious from non-serious. Clinical course was updated, and text amended accordingly. Additional information was received on 01-jun-2022 from the patient. Start date of injection updated. Batch number and expiry date added. As reported term was updated to minor pain/every step hurts/ worse than I was two days ago/pain is continuous, creating discomfort throughout my body and event was considered as serious due to use of leg brace for the same. Clinical course was updated, and text amended accordingly. Additional information was received on 13-jun-2022 from quality department. Gptc number was updated in narrative. Additional information was received on 26-jul-2022 from other healthcare professional from quality department: gptc results were received and added. Text was amended accordingly. Upon internal review on 23-jul-2022, case (B)(6) (to be deleted) was identified to be duplicate of (B)(6) (to be retained). Hence, all the information from the case (B)(6) (to be deleted) has been merged in the case (B)(6) (to be retained). Additional information was received on 07-sep-2022 from a patient. Event added- pseudoseptic arthritis and drainage of the knee was done. Symptoms added for pseudoseptic arthritis. Also knee pain (arthralgia), musculoskeletal discomfort were made symptoms of pseudoseptic arthritis. Clinical course was updated. Text was amended accordingly. Additional information received on 13-sep-2022 from patient. Suspect product indication added. Corrective treatment details added for arthritis. Event outcome updated for pain in extremity, arthralgia, pain with details. Clinical course updated. Text amended accordingly. Upon receipt of follow-information on 08-sep-2022, the case (B)(6) (to be deleted) was identified to be duplicate of (B)(6) (to be retained). Hence, all the information from the case (B)(6) has been merged in the case (B)(6). The case (B)(6) received on 28-jul-2022, will be deleted. Clinical course updated. Text amended accordingly. Additional information was received on 05-oct-2022 from quality department. Comet complaint ID (B)(4) was reopened to add ae rate for lot# arsp017. Text amended accordingly. Additional information was received in 20-oct-2022. No new significant information was added. Additional information was received on 21-oct-2022. No new significant information was added. Additional information was received on 23-dec-2022 from the quality department. Ptc details was updated.

Event description:
Husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled [loss of personal independence in daily activities] mobility is very limited [mobility decreased] can barely walk/could not walk at all for 5 days [difficulty in walking] pseudo-septic arthritis caused by synvisc injection [pseudoseptic arthritis] ([knee effusion], [arthralgia aggravated], [pain in leg], [pain in hip], [radiating pain], [discomfort in joints], [injection site joint pain], [stiff knees], [injection site joint effusion], [arthrocentesis], [pain upon movement]) pain is continuous, creating discomfort throughout my body [discomfort bodily] stiff with mobility problem [joint range of motion decreased] aching all over body [general body pain] could not bear any weight on leg [weight bearing difficulty] sciatica developed in leg and hip [sciatica]. Case narrative: initial information was received on 02-may-2022 from (B)(6) regarding an unsolicited valid serious case from a patient. This case is linked to (B)(4) (duplicate), (B)(4) (duplicate). This case involves a 73 years old female patient who reported that husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled, mobility is very limited, can barely walk/could not walk at all for 5 days, pseudo-septic arthritis caused by synvisc injection, pain is continuous, creating discomfort throughout my body, stiff with mobility problem, aching all over body, could not bear any weight on leg and sciatica developed in leg and hip after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included joint swelling. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had used synvisc in the past and the effect was immediate and lasted from 8 months to a year. At the time of the event, the patient had ongoing arthralgia, hypertension, musculoskeletal discomfort and joint stiffness. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (16 mg/2ml), via intra-articular route in left knee (batch number: arsp017b; expiry date: 30-sep-2023) (with an unknown dose, frequency) for osteoarthritis. The same day immediately after the injection, their knee became very painful (injection site joint pain), stiff with mobility problem (joint stiffness), (joint range of motion decreased). Pain in knee when walking (pain). The patient was not sure with her doctor who wanted to inject 3 synvisc injections on the same day into the knee and patient told her there should only be one injection. Left knee, the patient only had received the first of the 3 course injection. The numbing shot itself sent the patient through the roof. Her doctor was 85 years old and it made her nervous, although it was the same doctor that gave the previous 3 injections and those all worked very well. On (B)(6) 2022, after latency of 1 day, the patient could feel my knee getting uncomfortable (musculoskeletal discomfort, caused disability, also medically significant) and had minor pain (arthralgia, caused disability, also medically significant). The gardening season was coming up, but after this last injection the patient felt almost handicapped, every step hurts. Reportedly, the patient was worse than she was two days ago. Sciatica developed in leg and hip (sciatica), stiff with mobility problem (joint range of motion decreased) and suddenly the complainant could not bear any weight on leg (weight bearing difficulty) and went to hospital for tests (onset: 28-apr-2022; latency: 2 days). The patient could barely walk and could not walk at all for 5 days (onset: 2022; latency: unknown; gait disturbance, caused disability) couldn't go shopping. The patient was a very active person, but then the husband has to help me with everything because she was handicapped (loss of personal independence in daily activities; disability). Also, an unknown date in (B)(6) 2022, after unknown latency, soon after the injection, she started having pain in the left leg (pain in extremity, caused disability, also medically significant) and left hip then it spread onto the right hip and all over body (arthralgia, pain, caused disability, also medically significant). Reportedly, the pain (arthralgia) started a week after around (B)(6) 2022. Pain spread to other hip and then aching all over body (pain) (onset and latency: unknown). Since injection: still pain in knee varying in severity (injection site joint pain). The patient was in possession of the complaint sample and had agreed to providing sanofi with the sample. On an unknown date in 2022, the pain was continuous, creating discomfort throughout my body (discomfort). The patient didn't want to end up with fibromyalgia. The patient had seen, the fluid must be removed before the injection. Hcp consulted on (B)(6) (week after the injection) and told her to ice the knee and to take advil. Patient took advil, used ice and was wearing a leg brace, but nothing seemed to work. The patient was awaiting an appointment with a rheumatologist. Pain was unresolved. On an unknown date, after unknown latency, the patient's mobility was very limited (mobility decreased, lead to disability), patient could not travel, could not do daily activities. She was basically disabled (loss of personal independence in daily activities, caused disability). The patient asked for some form of compensation, since she was injured because of product. The patient had to undergo physio. She asked for options, was that too bad for her or did the company compensate patients who have been injured by one of their products. The patient was still experiencing symptoms despite treatment. On (B)(6) 2022, after 1 month 13 days, a rheumatologist whom the patient saw drained the knee (aspiration joint and injection site joint effusion) and on the same day (B)(6) 2022, drainage of the knee was done (medically significant, latency: 1 month 13 days) (joint effusion, caused disability, also medically significant). Around (B)(6) 2022, after latency of 1 month 20 days, she was diagnosed with pseudo-septic arthritis caused by synvisc injection (arthritis, caused disability, also medically significant) by the rheumatologist. Soon after, she started having pain in the left leg and left hip then it spread onto the right hip and all over body. Corrective treatments were massage, physiotherapy, and cbd (cannabidiol). She mentioned having done a platelet rich plasma procedure on the (B)(6) 2022 and may have to return for another one if pain persists. Patient had been doing physio exercises which has improved the pain to the point where it was almost entirely resolved. She mentioned her hips still ache in the morning (sometimes being the reason she wakes up) but once she moves around it would get better. She still took cbd to calm the hip pain. Action taken: unknown for all the events. Corrective treatment- platelet rich plasma procedure, massage, physiotherapy, and cbd (cannabidiol), took advil, used ice and was wearing a leg brace for pseudoseptic arthritis, physiotherapy for loss of personal independence in daily activities, mobility decreased and not reported for rest of the events. Outcome: unknown for pain is continuous, creating discomfort throughout my body, can barely walk/could not walk at all for 5 days, stiff with mobility problem, aching all over body, could not bear any weight on leg and sciatica developed in leg and hip; not recovered / not resolved for husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled, mobility is very limited, pseudo-septic arthritis caused by synvisc injection. A product technical complaint (ptc) was initiated with global ptc number (B)(4) on 02-may-2022 for synvisc; batch number; arsp017b. The status of sample was not available and ptc stated the production and quality control documentation for lot number arsp017b expiration date (2023-09) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number arsp017b no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 10jun2022 there are 2 complaints on file for lot number arsp017 and all related sublots. 2 complaints are on file for lot number arsp017b: (1) adverse event report and (1) syringe broken before use (broken syringe glass barrel/finger flange). Sanofi will continue to monitor complaints to determine if a CAPA is required. The final investigation was completed on 26-jul-2022 with summarized conclusion as no assessment possible. A product technical complaint (ptc) was initiated on 28-jul-2022 for synvisc (lot/batch number: arsp017b, expiry: 30-sep-2023) with global ptc number: (B)(4) and investigation ID: (B)(4). On 2022-08-26, hb: the correct lot number: arsp017b has been received from health (B)(6) on 2022-08-25. The investigation leader has been informed by e-mail on 2022-08-26, therefore the lot number has not been updated yet in the investigation record. On 2022-08-25, health (B)(6) informed (B)(6) country quality that the complaint sample is available. Therefore the complaint status has been updated from "not available" to "requested & awaited" and qa coordination will attempt to retrieve the sample for examination. On 2022-08-03 il: lot number and additional info requested the lot *962325* that was reported is not a valid lot number according to the manufacturing site and has been changed to *unknown*. The cqh was asked to contact health (B)(6) in order to obtain more info on the complaint, such as: the patient's name in order to correlate this complaint with another similar complaint (B)(4) received last (B)(6), get a valid lot number, and find out if the sample is available for investigation. The final investigation was completed on 30-aug-2022 with summarized conclusion as no assessment possible. A product technical complaint (ptc) was initiated on 04-aug-2022 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available. Complaint was set in process. The complaint (B)(4) had been canceled for the following reason: duplicate complaint. Additional information was received on 24-may-2022 from the patient. Events added for husband has to help me with everything, I am handicapped, pain is continuous, creating discomfort throughout my body and can barely walk. Case updated to serious from non-serious. Clinical course was updated, and text amended accordingly. Additional information was received on 01-jun-2022 from the patient. Start date of injection updated. Batch number and expiry date added. As reported term was updated to minor pain/every step hurts/ worse than I was two days ago/pain is continuous, creating discomfort throughout my body and event was considered as serious due to use of leg brace for the same. Clinical course was updated, and text amended accordingly. Additional information was received on 13-jun-2022 from quality department. Gptc number was updated in narrative. Additional information was received on 26-jul-2022 from other healthcare professional from quality department: gptc results were received and added. Text was amended accordingly. Upon internal review on 23-jul-2022, case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) (to be deleted) has been merged in the case (B)(4) (to be retained). Additional information was received on 07-sep-2022 from a patient. Event added- pseudoseptic arthritis and drainage of the knee was done. Symptoms added for pseudoseptic arthritis. Also knee pain (arthralgia), musculoskeletal discomfort were made symptoms of pseudoseptic arthritis. Clinical course was updated. Text was amended accordingly. Additional information received on 13-sep-2022 from patient. Suspect product indication added. Corrective treatment details added for arthritis. Event outcome updated for pain in extremity, arthralgia, pain with details. Clinical course updated. Text amended accordingly. Upon receipt of follow-information on 08-sep-2022, the case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) has been merged in the case (B)(4) . The case (B)(4) received on 28-jul-2022, will be deleted. Clinical course updated. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment for follow up dated 13-sep-2022: follow up information does not change previous case assessment. This case involves a 73 years old female patient who reported that husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled, mobility is very limited, pseudo-septic arthritis, drainage of the knee was done, and can barely walk after treatment with synvisc. Based on the available information provided regarding this case, causal role of the company suspect product cannot be excluded for the reported events. However, further information regarding any family history and any relevant medical history of patient, any concurrent conditions, and underlying indication, would aid in better case assessment. Also, patient's elderly age is one of the factors which could be considered to have played role for the events.

Event description:
Husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled [loss of personal independence in daily activities] mobility is very limited [mobility decreased] minor pain/every step hurts/ worse than I was two days ago/pain is continuous, creating discomfort throughout my body [arthralgia aggravated] could feel my knee getting uncomfortable [discomfort in joints] nervous [nervous] pain is continuous, creating discomfort throughout my body [discomfort bodily] can barely walk [difficulty in walking]. Case narrative: initial information was received on 02-may-2022 from (B)(6) regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 73 years old female patient who reported that husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled, minor pain/every step hurts/ worse than I was two days ago/pain is continuous, creating discomfort throughout my body, could feel my knee getting uncomfortable, nervous, and can barely walk, mobility is very limited after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. This case is linked to: (B)(4). The patient's past medical history included joint swelling. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had used synvisc in the past and the effect was immediate and lasted from 8 months to a year. At the time of the event, the patient had ongoing arthralgia and hypertension. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (16 mg/2ml), via intra-articular route in left knee (batch number: arsp017b; expiry date: 30-sep-2023) (with an unknown dose, frequency, indication). The patient was not sure with her doctor who wanted to inject 3 synvisc injections on the same day into the knee and patient told her there should only be one injection. Left knee, the patient only had received the first of the 3 course injection. The numbing shot itself sent the patient through the roof, her doctor was 85 yrs old and it made her nervous (nervousness), although it was the same doctor that gave the previous 3 injections and those all worked very well. On (B)(6) 2022, after latency of 1 day, the patient could feel my knee getting uncomfortable (musculoskeletal discomfort) and had minor pain (arthralgia, caused disability). The gardening season was coming up, but after this last injection the patient felt almost handicapped, every step hurts. Reportedly, the patient was worse than she was two days ago. The patient could barely walk (gait disturbance) couldn't go shopping. The patient was a very active person, but then the husband has to help me with everything because she was handicapped (loss of personal independence in daily activities; disability) . Reportedly, the pain (arthralgia) started a week after around (B)(6) 2022. On an unknown date in 2022, the pain was continuous, creating discomfort throughout my body (pain, discomfort). The patient didn't want to end up with fibromyalgia. The patient had seen, the fluid must be removed before the injection. Hcp consulted on (B)(6) of (B)(6) (week after the injection) and told her to ice the knee and to take advil. Patient took advil, used ice and was wearing a leg brace, but nothing seemed to work. The patient was awaiting an appointment with a rheumatologist. Pain was unresolved. On an unknown date, after unknown latency, the patient's mobility was very limited (mobility decreased, lead to disability), patient could not travel, could not do daily activities. She was basically disabled (loss of personal independence in daily activities, caused disability). The patient asked for some form of compensation, since she was injured because of product. The patient had to undergo physio. She asked for options, was that too bad for her or did the company compensate patients who have been injured by one of their products. The patient was still experiencing symptoms despite treatment. Action taken: unknown for all the events. Corrective treatment- took advil, used ice and was wearing a leg brace for arthralgia, could feel my knee getting uncomfortable, physiotherapy for loss of personal independence in daily activities, mobility decreased and not reported for rest of the events. At time of reporting, the outcome was unknown for the event discomfort, can barely walk, loss of personal independence in daily activities; not recovered for rest all events. A product technical complaint (ptc) was initiated with global ptc number (B)(4) on 02-may-2022 for synvisc; batch number; arsp017b. The status of sample was not available and ptc stated the production and quality control documentation for lot number arsp017b expiration date (2023-09) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number arsp017b no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 10jun2022 there are 2 complaints on file for lot number arsp017 and all related sublots. 2 complaints are on file for lot number arsp017b: (1) adverse event report and (1) syringe broken before use (broken syringe glass barrel/finger flange). Sanofi will continue to monitor complaints to determine if a CAPA is required. The final investigation was completed on 26-jul-2022 with summarized conclusion as no assessment possible. Additional information was received on 24-may-2022 from the patient. Events added for husband has to help me with everything, I am handicapped, pain is continuous, creating discomfort throughout my body and can barely walk. Case updated to serious from non-serious. Clinical course was updated, and text amended accordingly. Additional information was received on 01-jun-2022 from the patient. Start date of injection updated. Batch number and expiry date added. As reported term was updated to minor pain/every step hurts/ worse than I was two days ago/pain is continuous, creating discomfort throughout my body and event was considered as serious due to use of leg brace for the same. Clinical course was updated, and text amended accordingly. Additional information was received on 13-jun-2022 from quality department. Gptc number was updated in narrative. Additional information was received on 26-jul-2022 from other healthcare professional from quality department: gptc results were received and added. Text was amended accordingly. Upon internal review on 23-jul-2022, case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) (to be deleted) has been merged in the case (B)(4) (to be retained).

Manufacturer narrative:
Sanofi company comment for follow up dated 23-jul-2022: follow up information received does not change prior case assessment. This case involves a female patient who reported that husband has to help me with everything, I am handicapped/ can't travel and can't do daily activities/was basically disabled, after treatment with synvisc. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. However, further information regarding any family history and any relevant medical history of patient, any concurrent conditions, and underlying indication, would aid in better case assessment.

Event description:
Husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled [loss of personal independence in daily activities] mobility is very limited [mobility decreased] can barely walk/could not walk at all for 5 days [difficulty in walking] pseudo-septic arthritis caused by synvisc injection [pseudoseptic arthritis] ([knee effusion], [arthralgia aggravated], [pain in leg], [pain in hip], [radiating pain], [discomfort in joints], [injection site joint pain], [stiff knees], [injection site joint effusion], [arthrocentesis], [pain upon movement]) pain is continuous, creating discomfort throughout my body [discomfort bodily] stiff with mobility problem [joint range of motion decreased] aching all over body [general body pain] could not bear any weight on leg [weight bearing difficulty] sciatica developed in leg and hip [sciatica]. Case narrative: initial information was received on 02-may-2022 from (B)(6) regarding an unsolicited valid serious case from a patient. This case is linked to (B)(4) (duplicate), (B)(4) (duplicate). This case involves a 73 years old female patient who reported that husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled, mobility is very limited, can barely walk/could not walk at all for 5 days, pseudo-septic arthritis caused by synvisc injection, pain is continuous, creating discomfort throughout my body, stiff with mobility problem, aching all over body, could not bear any weight on leg and sciatica developed in leg and hip after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included joint swelling. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had used synvisc in the past and the effect was immediate and lasted from 8 months to a year. At the time of the event, the patient had ongoing arthralgia, hypertension, musculoskeletal discomfort and joint stiffness. In (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (16 mg/2ml), via intra-articular route in left knee (batch number: arsp017b; expiry date: 30-sep-2023) (with an unknown dose, frequency) for osteoarthritis. The same day immediately after the injection, patient's knee became very painful (injection site joint pain), stiff with mobility problem (joint stiffness), (joint range of motion decreased). Pain in knee when walking (pain). The patient was not sure with her doctor who wanted to inject 3 synvisc injections on the same day into the knee and patient told her there should only be one injection. Left knee, the patient only had received the first of the 3 course injection. The numbing shot itself sent the patient through the roof. Her doctor was 85 years old and it made her nervous, although it was the same doctor that gave the previous 3 injections and those all worked very well. On (B)(6) 2022, after latency of 1 day, the patient could feel her knee getting uncomfortable (musculoskeletal discomfort, caused disability, also medically significant) and had minor pain (arthralgia, caused disability, also medically significant). The gardening season was coming up, but after this last injection the patient felt almost handicapped, every step hurts. Reportedly, the patient was worse than she was two days ago. Sciatica developed in leg and hip (sciatica), stiff with mobility problem (joint range of motion decreased) and suddenly the complainant could not bear any weight on leg (weight bearing difficulty) and went to hospital for tests (onset: (B)(6) 2022; latency: 2 days). The patient could barely walk and could not walk at all for 5 days (onset: 2022; latency: unknown; gait disturbance, caused disability) couldn't go shopping. The patient was a very active person, but then the husband had to help her with everything because she was handicapped (loss of personal independence in daily activities; disability). Also, an unknown date in (B)(6) 2022, after unknown latency, soon after the injection, she started having pain in the left leg (pain in extremity, caused disability, also medically significant) and left hip then it spread onto the right hip and all over body (arthralgia, pain, caused disability, also medically significant). Reportedly, the pain (arthralgia) started a week after around (B)(6), 2022. Pain spread to other hip and then aching all over body (pain) (onset and latency: unknown). Since injection: still pain in knee varying in severity (injection site joint pain). The patient was in possession of the complaint sample and had agreed to providing sanofi with the sample. On an unknown date in 2022, the pain was continuous, creating discomfort throughout her body (discomfort). The patient didn't want to end up with fibromyalgia. The patient had seen, the fluid must be removed before the injection. Hcp consulted on (B)(6) of (B)(6) (week after the injection) and told her to ice the knee and to take advil. Patient took advil, used ice and was wearing a leg brace, but nothing seemed to work. The patient was awaiting an appointment with a rheumatologist. Pain was unresolved. On an unknown date, after unknown latency, the patient's mobility was very limited (mobility decreased, lead to disability), patient could not travel, could not do daily activities. She was basically disabled (loss of personal independence in daily activities, caused disability). The patient asked for some form of compensation, since she was injured because of product. The patient had to undergo physio. She asked for options, was that too bad for her or did the company compensate patients who have been injured by one of their products. The patient was still experiencing symptoms despite treatment. On (B)(6) 2022, after 1 month 13 days, a rheumatologist whom the patient saw drained the knee (aspiration joint and injection site joint effusion) and on the same day (B)(6) 2022, drainage of the knee was done (medically significant, latency: 1 month 13 days) (joint effusion, caused disability, also medically significant). Around (B)(6) 2022, after latency of 1 month 20 days, she was diagnosed with pseudo-septic arthritis caused by synvisc injection (arthritis, caused disability, also medically significant) by the rheumatologist. Soon after, she started having pain in the left leg and left hip then it spread onto the right hip and all over body. Corrective treatments were massage, physiotherapy, and cbd (cannabidiol). She mentioned having done a platelet rich plasma procedure on the (B)(6) 2022 and may have to return for another one if pain persists. Patient had been doing physio exercises which has improved the pain to the point where it was almost entirely resolved. She mentioned her hips still ache in the morning (sometimes being the reason she wakes up) but once she moves around it would get better. She still took cbd to calm the hip pain. Action taken: unknown for all the events. Corrective treatment- platelet rich plasma procedure, massage, physiotherapy, and cbd (cannabidiol), took advil, used ice and was wearing a leg brace for pseudoseptic arthritis, physiotherapy for loss of personal independence in daily activities, mobility decreased and not reported for rest of the events. Outcome: unknown for pain is continuous, creating discomfort throughout my body, can barely walk/could not walk at all for 5 days, stiff with mobility problem, aching all over body, could not bear any weight on leg and sciatica developed in leg and hip; not recovered / not resolved for husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled, mobility is very limited, pseudo-septic arthritis caused by synvisc injection. A product technical complaint (ptc) was initiated with global ptc number (B)(4) on 02-may-2022 for synvisc; batch number; arsp017b. The status of sample was not available and ptc stated the production and quality control documentation for lot number arsp017b expiration date (2023-09) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number arsp017b no CAPA (corrective and preventive action) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 10jun2022 there are 2 complaints on file for lot number arsp017 and all related sublots. 2 complaints are on file for lot number arsp017b: (1) adverse event report and (1) syringe broken before use (broken syringe glass barrel/finger flange). Sanofi will continue to monitor complaints to determine if a CAPA is required. The final investigation was completed on 26-jul-2022 with summarized conclusion as no assessment possible. A product technical complaint (ptc) was initiated on 28-jul-2022 for synvisc (lot/batch number: arsp017b, expiry: 30-sep-2023) with global ptc number: (B)(4) and investigation ID: (B)(4). The status of sample was not available and ptc stated the production and quality control documentation for lot number arsp017b expiration date (2023-09) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number arsp017b no CAPA is required. As of 30-aug-2022 there are 6 complaints on file for lot number arsp017 and all related sublots. 6 complaints are on file for lot number arsp017b: (5) adverse event report and (1) syringe broken before use. Sanofi will continue to monitor complaints to determine if a CAPA is required. Reopened to add below ae rate comparison for lot# arsp017-dp 04oct2022 lots distributed to lot# arsp017=20,000, arsp017a=3249, arsp017b=1500 the ae rate for the lot arsp017=(B)(4). Arsp017z was filled using the same bulk as the arsp017 lots distributed to lots arsp017z=4533, arsp017za=2100, arsp017zb=15570. There were no reported aes for arsp017z or its related sublots based on the manufacturing complaints received at ae rate for 2020=(B)(4) and 2021=(B)(4). Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. 2022-08-26, hb: the correct lot number: arsp017b has been received from health (B)(6) on 2022-08-25. The investigation leader has been informed by e-mail on 2022-08-26, therefore the lot number has not been updated yet in the investigation record. On 2022-08-25, health (B)(6) informed (B)(6) country quality that the complaint sample is available. Therefore the complaint status has been updated from "not available" to "requested & awaited" and qa coordination will attempt to retrieve the sample for examination. On 2022-08-03 il: lot number and additional info requested the lot *962325* that was reported is not a valid lot number according to the manufacturing site and has been changed to *unknown*. The cqh was asked to contact health (B)(6) in order to obtain more info on the complaint, such as: the patient's name in order to correlate this complaint with another similar complaint (B)(4) received last (B)(6), get a valid lot number, and find out if the sample is available for investigation. The final investigation was completed on 05-oct-2022 with summarized conclusion as no assessment possible. A product technical complaint (ptc) was initiated on 04-aug-2022 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available. Complaint was set in process. The complaint (B)(4) had been canceled for the following reason: duplicate complaint. Additional information was received on 24-may-2022 from the patient. Events added for husband has to help me with everything, I am handicapped, pain is continuous, creating discomfort throughout my body and can barely walk. Case updated to serious from non-serious. Clinical course was updated, and text amended accordingly. Additional information was received on 01-jun-2022 from the patient. Start date of injection updated. Batch number and expiry date added. As reported term was updated to minor pain/every step hurts/ worse than I was two days ago/pain is continuous, creating discomfort throughout my body and event was considered as serious due to use of leg brace for the same. Clinical course was updated, and text amended accordingly. Additional information was received on 13-jun-2022 from quality department. Gptc number was updated in narrative. Additional information was received on 26-jul-2022 from other healthcare professional from quality department: gptc results were received and added. Text was amended accordingly. Upon internal review on 23-jul-2022, case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) (to be deleted) has been merged in the case (B)(4) (to be retained). Additional information was received on 07-sep-2022 from a patient. Event added- pseudoseptic arthritis and drainage of the knee was done. Symptoms added for pseudoseptic arthritis. Also knee pain (arthralgia), musculoskeletal discomfort were made symptoms of pseudoseptic arthritis. Clinical course was updated. Text was amended accordingly. Additional information received on 13-sep-2022 from patient. Suspect product indication added. Corrective treatment details added for arthritis. Event outcome updated for pain in extremity, arthralgia, pain with details. Clinical course updated. Text amended accordingly. Upon receipt of follow-information on 08-sep-2022, the case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) has been merged in the case (B)(4). The case (B)(4) received on 28-jul-2022, will be deleted. Clinical course updated. Text amended accordingly. Additional information was received on 05-oct-2022 from quality department. Comet complaint ID (B)(4) was reopened to add ae rate for lot# arsp017. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment for follow up dated 13-sep-2022: follow up information does not change previous case assessment. This case involves a 73 years old female patient who reported that husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled, mobility is very limited, pseudo-septic arthritis, drainage of the knee was done, and can barely walk after treatment with synvisc. Based on the available information provided regarding this case, causal role of the company suspect product cannot be excluded for the reported events. However, further information regarding any family history and any relevant medical history of patient, any concurrent conditions, and underlying indication, would aid in better case assessment. Also, patient's elderly age is one of the factors which could be considered to have played role for the events.

Event description:
Husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled [loss of personal independence in daily activities] mobility is very limited [mobility decreased] can barely walk [difficulty in walking] pseudo-septic arthritis [pseudoseptic arthritis] ([knee effusion], [arthralgia aggravated], [pain in leg], [pain in hip], [radiating pain], [discomfort in joints]) drainage of the knee was done [arthrocentesis] pain is continuous, creating discomfort throughout my body [discomfort bodily]. Case narrative: this case is linked to (B)(4) (duplicate), (B)(4) (same patient). Initial information was received on 02-may-2022 from (B)(6) regarding an unsolicited valid serious case from a patient. This case involves a 73 years old female patient who reported that husband has to help me with everything/I am handicapped / can't travel and can't do my daily activities/I am basically disabled, mobility is very limited, pseudo-septic arthritis, drainage of the knee was done, pain is continuous, creating discomfort throughout my body and can barely walk after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included joint swelling. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had used synvisc in the past and the effect was immediate and lasted from 8 months to a year. At the time of the event, the patient had ongoing arthralgia and hypertension. In (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (16 mg/2ml), via intra-articular route in left knee (batch number: arsp017b; expiry date: 30-sep-2023) (with an unknown dose, frequency, indication). The patient was not sure with her doctor who wanted to inject 3 synvisc injections on the same day into the knee and patient told her there should only be one injection. Left knee, the patient only had received the first of the 3 course injection. The numbing shot itself sent the patient through the roof. Her doctor was 85 years old and it made her nervous, although it was the same doctor that gave the previous 3 injections and those all worked very well. On (B)(6) 2022, after latency of 1 day, the patient could feel my knee getting uncomfortable (musculoskeletal discomfort, caused disability, also medically significant) and had minor pain (arthralgia, caused disability, also medically significant). The gardening season was coming up, but after this last injection the patient felt almost handicapped, every step hurts. Reportedly, the patient was worse than she was two days ago. The patient could barely walk (gait disturbance, caused disability) couldn't go shopping. The patient was a very active person, but then the husband has to help me with everything because she was handicapped (loss of personal independence in daily activities; disability). Also, an unknown date in (B)(6) 2022, after unknown latency, soon after the injection, she started having pain in the left leg (pain in extremity, caused disability, also medically significant) and left hip then it spread onto the right hip and all over body (arthralgia, pain, caused disability, also medically significant). Reportedly, the pain (arthralgia) started a week after around (B)(6) 2022. On an unknown date in 2022, the pain was continuous, creating discomfort throughout my body (discomfort). The patient didn't want to end up with fibromyalgia. The patient had seen, the fluid must be removed before the injection. Hcp consulted on (B)(6) (week after the injection) and told her to ice the knee and to take advil. Patient took advil, used ice and was wearing a leg brace, but nothing seemed to work. The patient was awaiting an appointment with a rheumatologist. Pain was unresolved. On an unknown date, after unknown latency, the patient's mobility was very limited (mobility decreased, lead to disability), patient could not travel, could not do daily activities. She was basically disabled (loss of personal independence in daily activities, caused disability). The patient asked for some form of compensation, since she was injured because of product. The patient had to undergo physio. She asked for options, was that too bad for her or did the company compensate patients who have been injured by one of their products. The patient was still experiencing symptoms despite treatment. On (B)(6) 2022, drainage of the knee was done (aspiration joint, medically significant, latency: 1 month 13 days) (joint effusion, caused disability, also medically significant). Around (B)(6) 2022, after latency of 1 month 20 days, she was diagnosed with pseudo-septic arthritis (arthritis, caused disability, also medically significant) by the rheumatologist. Corrective treatments were massage, physiotherapy, and cbd (cannabidiol). She mentioned having done a platelet rich plasma procedure on the (B)(6) 2022 and may have to return for another one if pain persists. Action taken: unknown for all the events. Corrective treatment- platelet rich plasma procedure, massage, physiotherapy, and cbd (cannabidiol), took advil, used ice and was wearing a leg brace for pseudoseptic arthritis, physiotherapy for loss of personal independence in daily activities, mobility decreased and not reported for rest of the events. At time of reporting, the outcome was unknown for the event discomfort, can barely walk; not recovered for rest all events. A product technical complaint (ptc) was initiated with global ptc number (B)(4) on 02-may-2022 for synvisc; batch number; arsp017b. The status of sample was not available and ptc stated the production and quality control documentation for lot number arsp017b expiration date (2023-09) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number arsp017b no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 10jun2022 there are 2 complaints on file for lot number arsp017 and all related sublots. 2 complaints are on file for lot number arsp017b: (1) adverse event report and (1) syringe broken before use (broken syringe glass barrel/finger flange). Sanofi will continue to monitor complaints to determine if a CAPA is required. The final investigation was completed on 26-jul-2022 with summarized conclusion as no assessment possible. Additional information was received on 24-may-2022 from the patient. Events added for husband has to help me with everything, I am handicapped, pain is continuous, creating discomfort throughout my body and can barely walk. Case updated to serious from non-serious. Clinical course was updated, and text amended accordingly. Additional information was received on 01-jun-2022 from the patient. Start date of injection updated. Batch number and expiry date added. As reported term was updated to minor pain/every step hurts/ worse than I was two days ago/pain is continuous, creating discomfort throughout my body and event was considered as serious due to use of leg brace for the same. Clinical course was updated, and text amended accordingly. Additional information was received on 13-jun-2022 from quality department. Gptc number was updated in narrative. Additional information was received on 26-jul-2022 from other healthcare professional from quality department: gptc results were received and added. Text was amended accordingly. Upon internal review on 23-jul-2022, case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) (to be deleted) has been merged in the case (B)(4) (to be retained). Additional information was received on 07-sep-2022 from a patient. Event added- pseudoseptic arthritis and drainage of the knee was done. Symptoms added for pseudoseptic arthritis. Also knee pain (arthralgia), musculoskeletal discomfort were made symptoms of pseudoseptic arthritis. Clinical course was updated. Text was amended accordingly.